Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Date of explant is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation on the foot that had neuropathy. As a result, ipg was explanted and replaced to address the issue.